Manufacturer narrative:
The following device code also applies: (B)(4). The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device. Hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the hospital technician noticed that the penumbra system 3max reperfusion catheter (3max) was fractured at the mid-shaft upon removal from its dispenser hoop. The damaged 3max was found prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new 3max.